Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported ridge in the stromal bed after flap had been lifted. The surgeon decided to reposition the flap and abort the treatment. Additional information has been requested. This report is in regards to the left eye. Additional report filed for the right eye.